Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed with an unspecified alarm condition. At this time, the nurse's aide turned the device off and then back on again to clear the alarm. After a few minutes, the device alarmed again. At this time, the nurse's aide noted that the entire volume of medication had been delivered which was earlier than expected. The customer contact indicated that after the device was turned off and turned back on, the rate reportedly changed to an unspecified faster rate. The device was removed from clinical service. There were no adverse pt effects. No medical interventions were required. The customer contact indicated that the medication was discontinued for an unspecified length of time. During testing at the user facility, it was reported that after 7.5 minutes while operating on battery power, the device sounded a continuous alarm and then powered off. After the device was powered back on using ac power, it was noted that the rate and vtbi (volume to be infused) settings reverted to zero. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.